Event description:
Implant inserted in 1991. In 9/95 device stopped inflating. On 10/31/95 implant removed. There was an apparent pin hole leak at the junction of the distal third and the middle third. New device implanted.